Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. Software logs have been received for review. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not communicating with the imaging system. The site obtained a different navigation system, but there was no change. The image acquisition system (ias) and mobile view station (mvs) were rebooted, and the issue resolved. Surgery was completed using the navigation and imaging systems. There was no reported patient impact. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Correction: the logs received were not the correct system logs therefore they provided no information on this event. If information is provided in the future, a supplemental report will be issued.